Manufacturer narrative:
Corrected data: b3-event date should be corrected to 12-aug-2023. Claim#(B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5 12.6 of -9.00/1.0/095 (sphere/cylinder/axis) implantable collamer lens tore/broke during loading on (B)(6) 2023. The lens was not implanted into the patients left eye (os). A replacement lens of the same model/size and power was implanted on (B)(6) 2023 and the problem was resolved.

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).